Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and a compromised force sensor system alarm during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside of the device and passed all the motor tests. There was no damage found on the motor. There was no rewind anomaly noted. Also, the pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump is stuck in rewind. Customer stated that she is changing her infusion set. Customer stated that insulin was shooting out of the tubing when priming. Customer stated that the rewind was successful. Customer stated that she is currently on a back-up pump and is not using the current one. Customer filled a reservoir with water and had it put in the pump. Customer stated that the insulin came out of the tubing. Customer got a compromised force sensor system alarm. Customer's blood glucose was 144 mg/dl. Customer stated that the cap is not sticking out or flush with the pump casing. Customer was explained that the pump did not detect the reservoir when priming. Customer was advised that the pump will need to be replaced.